Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were received and reviewed by a health care professional. Leg length was indicated in the op notes, but cannot be confirmed if it was equal post revision. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301108, revision femoral stem beaded fullcoat plus 12/14 neck taper - standard body size 11 11 mm distal stem diameter 200 mm stem length, 62522383; 00875705802, shell with multi holes porous 58 mm o.d. Size ll for use with ll liners, 62700759; 00875201336, liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, 63276424; 00625006525, bone scr 6.5x25 self-tap, 63187329; 00625006530, bone scr 6.5x30 self-tap, 63284551; 00625006525, bone scr 6.5x25 self-tap, 63165861; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63001360, qty:2; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 62944650. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05044. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffers right hip pain and back pain after the closed reduction for dislocation. The patient's right leg is 2.5 cm longer than her left leg. Attempts have been made and additional information on the reported event is unavailable.